Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the pump's black box verified that the recorded voltages were steady with no sudden drops prior to the reporter temperature event. The pump's electrical current readings were within specifications. No defects were found to the power circuit. The pump was exercised for 24 hours with no power issues or overheating observed. The alleged issue could not be duplicated during the investigation. Unrelated to the initial allegation, the ok button was hypersensitive. The button contact was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was "glowing¿ and it could not be held. The pump smelled burned. Reportedly, the screen was completely black and no alarm code was in the history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.